Event description:
It was reported via clinic notes that the patient had experienced vocal cord damage and/or vocal nerve damage that is sometimes worsened by vns. It was also indicated that the patient has a parafalcine meningioma. The relationship of these events to vns therapy or surgery is unknown as follow-up with the physician has been unsuccessful to date.